Event description:
A girl, (B)(6) was burnt on the chin and neck area by using an enuresis alarm. The parents brought the child in and she has scars from a hot object touching her neck. The enuresis alarm has overheated and the back casing of the device burnt the child on the neck. Batteries in the alarm part shorted out and spilled on the child's body causing an adverse reaction as well. The girl has been discharged and the enuresis alarm is in our possession.